Event description:
During insertion of PICC line in 2000, approx 2cm of the guidewire sheared off into medial aspect of the pt's forearm. X-rays of the right distal humerus revealed 2cm fragment which appeared to be knotted and embedded within the soft tissue. The guidewire was left embedded within soft tissue.